Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The patient had many years ago rejected using the device. He changed his mind and wanted to start again using the device, however in situ testing showed a device malfunction therefore not allowing the patient to start using it again. Re-implantation is not planned.

Manufacturer narrative:
Additional information: in accordance with the limited information received and the manufacturer's experience with this kind of device, it is assumed that it has possibly failed due to humidity ingress at the housing braze joint through micro-leaks. To determine an exact root cause a device investigation would be necessary. Reportedly the patient does not wish to undergo surgery. This is a final report.

Event description:
The patient had many years ago rejected using the device. He changed his mind and wanted to start again using the device, however in situ testing showed a device malfunction therefore not allowing the patient to start using it again. Re-implantation is not planned as the patient does not wish to undergo another surgery.